Manufacturer narrative:
B5: the packaging was also described as ¿open¿ (previously omitted). H10: the actual sample was received for evaluation. A visual inspection with the naked eye noted the package was fully open. The cap was in the center of the package without any povidone iodine spill. There was a visible seal on the aluminum indicating that the seal was complete at the time it was formed. Wrinkled aluminum foil was identified. No defect was identified in the cap, it had the sponge and povidone iodine inside correctly. The reported condition was verified. The cause of the condition was determined to be due to mistreatment of aluminum package by the user. Additionally, fourteen (14) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted; the packages were in good condition without malformations, pickets or openings in the packaging seals. Therefore, the retention samples met the quality specifications established for the product. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the aluminum packaging of a minicap was crushed. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.